Event description:
It was reported that during an ear, nose and throat surgery (ent) it was observed that the attachment device "heated up". There was no delay in surgery as an identical spare device was available for use. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Event date was inadvertently omitted from the initial report. The actual device was returned for evaluation. Reliability engineering evaluated the device and it was observed that the device passed all visual and functional assessments. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.